Event description:
It was reported that during the implant procedure, the lead was placed into the right ventricular (rv) chamber but measurements were unsatisfactory, so the doctor had to reposition the lead. The second position was unsuccessful as well. With the third attempt to position the lead the helix was blocked out. The helix would not move either forward or backward. The lead was taken outside the patient and tried again to screw the helix out, but it still blocked out. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.